Event description:
It was reported that an unspecified issue occurred. The patient was not able to get readings from his dexcom app because he was not able to set up his g6 app on his new phone. Per documentation, the patient obtained a new phone (documented as android 14 / samsung ultra s24) the day before the call (B)(4) 2024. It was not documented whether the patient was in an active sensor session at the time he attempted to set up the g6 app on his new phone. The last known reading was not documented. The duration of time without readings, alerts, and alarms when he presented to his doctor the same day to have his blood checked was not documented. The patient did not have a blood glucose meter to use. The bg (blood glucose) according to the doctor was 725 mg/dl and the patient was presented to the ed (emergency department). There, he was treated with IV insulin and the bg was checked every 15-30 minutes. The patient was discharged at 6 am next morning on (B)(6) 2024 after the bg was reduced to 227 mg/dl. At the time of the call, the patient experienced lightheadedness and okay. There was no documentation of further medical evaluation or intervention for hyperglycemia. An attempt by clinical customer advocacy on (B)(6) 2024 to contact the patient by phone for more details about the episode was not successful. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.